Event description:
It was reported that the patient with this pacemaker felt dizziness and fell at home due to a syncopal event. Later, upon check in the emergency room (ER), it was found that the right ventricular (rv) lead exhibited intermittent loss of capture (loc) even at higher out puts. All measurements were within normal limits and the x ray showed no issues with the lead and no asystole more than two seconds was seen. The field representative check the device and the right ventricular (rv) lead was found to be fracture near the clavicle. Subsequently a revision procedure was performed, nonetheless, the physician did not get successful access to implant another lead and decided to implant a competitor micra pacemaker. The rv lead was surgically abandoned, and this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was thoroughly inspected and analyzed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined this device passed all testing in the laboratory setting.

Event description:
It was reported that the patient with this pacemaker felt dizziness and fell at home due to a syncopal event. Later, upon check in the emergency room (ER), it was found that the right ventricular (rv) lead exhibited intermittent loss of capture (loc) even at higher out puts. All measurements were within normal limits and the x ray showed no issues with the lead and no asystole more than two seconds was seen. The field representative check the device and the right ventricular (rv) lead was found to be fracture near the clavicle. Subsequently a revision procedure was performed, nonetheless, the physician did not get successful access to implant another lead and decided to implant a competitor micra pacemaker. The rv lead was surgically abandoned, and this pacemaker was explanted. No additional adverse patient effects were reported.